Event description:
The field engineer reported that the system displayed a "calibration required" error message resulting in the loss of fluoroscopic x-ray functionality. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator interface board battery was replaced. The system was then found to be operating as intended.